Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/14/2020. Corrected information: d3, g1, g2. The following information was requested but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure date of the index surgical procedure? The diagnosis and indication for the index surgical procedure? In what tissue was the suture placed? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What were current symptoms following the index surgical procedure? Onset date? What tissue dehisced? Date of the second procedure? Can you describe the appearance of the stratafix suture during second procedure? Did the stratafix suture break? If so where (termination, middle, end)? Was the stratafix device explanted during the second procedure? Did the patient experience an infection? If yes, were cultures performed? Results? Other relevant patient history/concomitant medications lot number? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Patient¿s current status?

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a total knee replacement surgery on (B)(6) 2020 and the barbed suture was used. Post-op, the patient was due to go home but the knee flexed and wound dehiscence occurred at loop end of fixation. The revision surgery was required. It was reported that a surgeon had to go back in to perform a washout. This patient was treated with the usual protocol of 24 hours of IV antibiotics. The patient had a washout and skin closure with staples. The patient was seen last week and wound is well healed with no signs of infection.